Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) failed functional testing and displayed fault code 27 (encoder fault (> 3000 rpm)) while the platform was running with a test manikin for approximately 10 minutes. The root cause of fault code 27 was the malfunctioning integrated encoder gearbox, likely due to the age of the device. The autopulse platform was manufactured in september 2014 and is over 8 years old, beyond its expected service life of 5 years. The integrated encoder gearbox was replaced to remedy the fault. During visual inspection, no physical damage was observed. Following service, including preventative maintenance service actions, a brake gap inspection was performed and verified the brake gap was within the specification. Another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6) failed functional testing and displayed fault code 27 (encoder fault (> 3000 rpm)). No patient involvement.